Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A government agency reported that during cataract surgery of right eye, the patient underwent surface anesthesia and routine preoperative preparation was carried out, and the surgery officially began. Five minutes later, the doctor reported that there was no negative pressure during phacoemulsification. The touring nurse checked the equipment interface and did not find any abnormalities. The patient communicated with the surgical doctor on stage to replace the new phacoemulsification handle and needle and tested the phacoemulsification handle again. A system message immediately popped up. The nurse contacted the engineer and, under the guidance of the engineer, replaced the phacoemulsification needle. The test was successful, and the surgery continued. Five minutes later, the doctor reported that skin regurgitation occurred in the last episode of the operation, and the surgery was completed on the same day. Patient impact has not been provided. Additional information has been requested; none has been received till date.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. Clinical information review: the patient underwent phacoemulsification and intraocular lens implantation for the right eye (od). After the case ¿began¿, the surgeon reported that ¿there was no negative pressure in the phacoemulsification.¿ the screen did not indicate any issues. The phacoemulsification tip and handpiece (hp) were exchanged and primed. However, the ¿vacuum check¿ system message (sm) immediately popped up. They spoke with the company representative spoke with the nurse over the phone, guidance to replace the phacoemulsification tip, the hp was able to be prime/tuned. The surgery was able to be completed without additional issues. Additional related information was requested but none was provided to date. A vacuum tone is provided. The pitch will vary relative to the amount of vacuum. A high vacuum can indicate that little to no flow is occurring. This tone can be reduced in volume but not turned off. The use of the handpiece in the absence of irrigation flow or loss of irrigation flow can cause excessive heating a potential thermal injury. Do not exceed maximum capacity of 500ml. Excessive pressure in drain bag can result. Clinical evaluation has been reviewed. No contributing factor has been identified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.